Event description:
In 2008, a female was implanted with a 30mm amplatzer® septal occluder (¿aso¿). A follow-up visit eight days later, did not indicate evidence of a pericardial effusion; however, there was trivial mitral valve insufficiency with mitral valve prolapse, in addition to tricuspid valve regurgitation (tr). The same findings were noted at the six week follow-up. In 2009, a trivial central regurgitation at the mitral valve with mild mitral valve insufficiency was noted. The regurgitation appeared to be hitting the aso, which was also evident on the previous echocardiograms. There was trivial tr with the jet measuring an rv-ra gradient of 22 mmhg. There was no evidence of shunting at the atrial ventricular or ductal level. Two days later, the patient was admitted for a perforated mitral valve with associated mild mitral regurgitation (mr), although there were no interval cardiac signs or symptoms. The aso was robotically excised, the mitral valve was repaired with closure of the holes in the anterior leaflet, and the atrial septal defect was closed with a pericardial patch.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the baseline echocardiogram revealed a slightly redundant anterior mitral valve leaflet without prolapse. The implant echocardiogram showed a thin posterior rim, a small to absent aortic rim, a thin, but adequate av valve rim and adequate svc and ivc rims. The measurements of the defect were no more than 22mm, as measured by aga's medical consultant. These measurements take into account the redundant, thin septum; otherwise the defect was about 18mm. Following release of the 30mm aso, the 4-chamber view echocardiogram showed the edge of the left disc touching the anterior mitral valve leaflet. All follow-up echocardiograms showed a central trace mr, however, the echocardiogram performed in 2009 showed two separate jets of mild mr. One was the pre-existing central mr and the other was an eccentric jet toward the anterior mitral valve leaflet that came near the edge of the left disc. The eccentric jet was not clearly seen. The echocardiogram obtained prior to sending the patient to surgery was not provided, however, the surgical report indicated the location of mitral valve perforation. According to aga's medical consultant, this patient experienced a device related mitral valve injury, due to placement of a large device. A 22mm or 24mm aso may have been a more suitable choice for this patient. Furthermore, the device encroachment of the anterior mitral valve leaflet that was seen on the implant echocardiogram suggests use of a smaller sized device.

Event description:
To summarize this event, a year post-implant of an amplatzer septal occluder, the device damaged the mitral valve, although there were no interval cardiac signs or symptoms. The child was sent to surgery for device removal and mitral valve repair.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report. The explant and event dates have been estimated.